Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca and a damaged q1 current-controlling transistor on the bedside pca. The damage to the transistor was caused by the contamination. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
On 06/27/2016 follow-up: additional information / device evaluation device evaluation of battery pack sn (B)(4) has been completed. The reported problem (cannot charge) was confirmed. As received, there was liquid contamination on the battery latches, pca, and cells. The cause of the inability to charge is the liquid contamination. The root cause of the liquid contamination is ingress of an unknown contaminant. The source of the contamination cannot be determined between the charger or the battery pack. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca and a damaged q1 current-controlling transistor on the bedside pca. The damage to the transistor was caused by the contamination. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
Additional information 06/27/2016: battery sn (B)(4) that was unable to charge with the previously reported charger was returned on 06/03/2016. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.